Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.